Event description:
The hemostasis valve body was partially detached from the agilis handle when the agilis device was removed from the tray. With handling, the hub broke off completely. The device was not used in the procedure.